Event description:
It was reported that during a follow-up, the battery voltage was found to be at eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Test showed the hybrid to have higher than normal current consumption. The high current was isolated to an anomalous component. This caused the premature depletion.